Event description:
During surgery, it was discovered the catheter was disconnected from the pump. The sc catheter connection was made to the pump; a dye study was then performed and revealed patent intrathecal catheter placement. The pump expected reservoir volume was 19.3; the actual reservoir volume was 19.8. The patient experienced a seroma; the date of diagnosis was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).